Event description:
It was reported that the patient broke his ankle as a result of hitting it on the bed. The patient was unable to elaborate how exactly the break occurred due to pre-existing cognitive issues. No further information has been provided regarding the treatment of the injury.

Manufacturer narrative:
A stryker clinician was consulted, and they determined that the design of the bed and position of the drainage bag holder on the litter with the siderail next to it makes it unlikely that it could accidentally be hit in a way that would result in a broken ankle. Therefore, the conclusion is that the device did not cause or contribute to the broken ankle.

Event description:
It was reported that the patient broke his ankle as a result of hitting it on the bed. The patient was unable to elaborate how exactly the break occurred due to pre-existing cognitive issues. No further information has been provided regarding the treatment of the injury.